Event description:
It was reported that this right atrial (ra) lead was an attempted implant as it was unable to sense anything when connected to the pacing system analyzer (psa). After multiple repositioning attempts, the physician elected to implant a different ra lead, which did sense when connected to the psa. No adverse patient effects were reported. The lead will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observation and detailed analysis did not reveal any abnormalities. Therefore, laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of failure to sense.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant as it was unable to sense anything when connected to the pacing system analyzer (psa). After multiple repositioning attempts, the physician elected to implant a different ra lead, which did sense when connected to the psa. No adverse patient effects were reported.